Event description:
During an implant procedure, it was observed there was blood inside the insulation of the right atrial (ra) lead. It was suspected there was damage to the lead insulation. The ra lead replaced. The patient was stable.